Event description:
The reported description notes that the display monitor is "freezing." No patient harm was reported.

Manufacturer narrative:
(B)(4). The reported description notes that the display monitor is "freezing". No additional information was supplied. In the abundance of caution, this incident will be considered reportable. In the worst case scenario, the waveforms appear frozen and the keyboard and mouse may not respond. The 'system' gives the appearance that it is working, however, the waves and parameter values are not updating. In some cases the clock (time) does not update and the mouse and keyboard do not respond. The clinician would not know if the information displayed is up to date or stagnant data since it is not obvious that there is a malfunction. Also, there may not be visual or audible alarms at the central when this failure occurs. Root cause - unknown. The (B)(4) is no longer supported by philips as this monitor has reached end of life status. This product is no longer supported by philips as it has reached the end of life in (B)(6) 2000. No repair is possible through philips. No patient injury was reported. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. Additional investigation is not warranted.